Manufacturer narrative:
The full lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The epicardial pacing lead was returned to the manufacturer after being explanted for unspecified reason. Upon return, manufacturer product analysis results revealed the epicardial pacing lead tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.